Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the returned backup battery. Visual inspection of the returned 11v backup battery (serial number: (B)(6)) revealed that one of the pins was bent. This would prevent the backup battery from properly connecting to the backup battery ribbon cable and therefore, result in the system controller being unable to detect the presence of the backup battery, which would result in the backup battery fault alarm activating. The bent pin was straightened for testing. After straightening the bent pin, the backup battery functioned as intended without any issues. The battery was installed in a test system controller and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted log file contained approximately 1 day of data (01apr2024 ¿ 02apr2024 per the timestamp). The log file captured intermittent backup battery fault alarms from 01apr2024 at 04:45:06 to 02apr2024 at 10:01:11 that were associated with fault flags indicating a communication issue, which is consistent with the system controller being unable to properly detect the presence of the backup battery. The alarm resolved each time when the black power cable was reconnected to external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported backup battery fault alarms was determined to be due to a bent backup battery pin; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the clinic a few weeks ago when their system controller alarmed for no backup battery (bb) and the battery was re-seated. The patient presented to the clinic on (B)(6) 2024 with multiple replace bb alarms. The patient stated that they had not heard any alarms. When the site attempted to reseat the battery, it did not seem to engage totally. One end of the battery seemed loose and did not want to fully lock, so the battery was replaced. No additional alarms were noted before leaving the clinic. Log file review was requested, and the log file began capturing bb faults on (B)(6) 2024. It was noted that the bb usage count was maxed out at 255. It was stated that it looked like there may have been a bent/missing pin on the end that was not seating properly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.